Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error on the insulin pump. Customer confirmed that she emptied the internal battery, restarted, set the time and date, and then changed the reservoir and set. After that, the error did not return.

Manufacturer narrative:
The insulin pump was returned for power loss alarms and error 25 confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed error 25 and the power loss after error 25. The error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window and case.